Event description:
An unknown acumed locking clavicle plate broke inside patient and required a revision surgery to replace the broken plate. It is unknown when the plate broke or when the revision surgery took place.

Event description:
An anterior locking clavicle plate broke inside patient and required a revision surgery to remove the broken plate and screws.

Manufacturer narrative:
Additional mdrs associated with this event: MDR# part description 3025141-2013-00071, locking/non-locking cortical/cancellous screw, 3025141-2013-00072, locking/non-locking cortical/cancellous screw, 3025141-2013-00073, locking/non-locking cortical/cancellous screw, 3025141-2013-00074, locking/non-locking cortical/cancellous screw, 3025141-2013-00075, locking/non-locking cortical/cancellous screw, 3025141-2013-00076, locking/non-locking cortical/cancellous screw, 3025141-2013-00099, locking/non-locking cortical/cancellous screw, 3025141-2013-00100, locking/non-locking cortical/cancellous screw.

Manufacturer narrative:
(B)(4).